Event description:
The endogia was fired to transect the appendix. On removal of the instrument, it was found to have cut through the cecum without deploying the staples, thereby leaving an opening in the cecum. Procedure had to be converted from laparoscopic to open.